Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's nonfunctional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to a contaminated p704 component. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that an electrode belt's ecgs were non-functional.